Event description:
The blood bank was performing an antibody screen on a patient with no known red cell antibodies (sample a) using an automated instrument (bio-rad ih-1000 sn (B)(4)). Subsequently, the antibody screen was found to be positive. An additional sample (sample b) collected on the patient five hours after sample a was used for the antibody identification process, but showed no reactivity. Sample a was then used for the identification process and an anti-c was identified. An antibody screen performed on sample b showed no reactivity. A third sample (sample c) was requested on the same patient to rule out a possible misdraw. Sample c also showed no reactivity during the antibody screen. All three samples (samples a, b, c) had a blood type of a negative and an rh phenotype of c-, e-, c+, e+; all three samples (samples a, b, c) were confirmed to be from the same patient. Additional investigation revealed that the antibody screen performed on the instrument was part of a batch with ten other samples. Eight of the ten samples had negative antibody screens, but another patient (sample d) a positive antibody screen. Sample d had a known history of positive antibody screens due to anti-c, anti-e, anti-m, anti-s. Based on our observation and past history with the ih-1000 instrument we believe that the positive antibody screen on sample a was caused by contamination of sample a with sample d due to an instrument error. This is our third confirmed case of cross-contamination using the ih-1000 instrument which is why we are reporting it to you. FDA safety report ID# (B)(4).